Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event basket wire detached.

Event description:
It was reported to boston scientific corporation that a dakota retrieval basket was about to be used during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6), 2023. During preparation, it was found that the wire of the basket was detached. The procedure was completed with another dakota retrieval basket device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event basket wire detached. Block h10: investigation results the returned dakota basket was analyzed, and a visual evaluation noted that one of the basket wires was broken and fully detached. Microscopic examination was performed, and it was noticed that the sheath was bent/kinked at the distal section. Functional examination was performed, and the handle was actuated. Additionally, the basket was able to open and close. With all the available information, boston scientific concludes that the reported event is confirmed as one of the basket wires of the dakota was broken and fully detached. This could be related to handling and manipulation of the device during preparation, it is probable that an excess of force applied to the device such as operational factors during their use could lead to break the basket wire. There are some inspections stating such as, inspect that wires are free to move distally along axis of device before basket begins to open. Cycle the basket handle slide in nest from open to closed position twice pressing trigger in open position after each cycle. Inspect basket wires do not bow radially inwards when trigger is engaged per vds radial inward bowing. All these inspections ensure that the basket wires are in good conditions and function as expected. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a dakota retrieval basket was about to be used during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During preparation, it was found that the tip of the device was detached. The procedure was completed with another dakota retrieval basket device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event basket wire detached. Block h2: additional information: block d7a and block h8 have been updated based on additional information received january 15, 2024.

Event description:
It was reported to boston scientific corporation that a dakota retrieval basket was about to be used during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. During preparation, it was found that the wire of the basket was detached. The procedure was completed with another dakota retrieval basket device. There were no patient complications reported as a result of this event.